Manufacturer narrative:
Corrected data: d9 (date returned to manufacturer was inadvertently omitted from the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the leakage and broken/damaged charge-coupled device could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope's charged coupled device was broken and therefore the image was green. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.